Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet, with readings in the high 300s, after changing supplies including a cartridge; the user declined changing the infusion set at work and reported agitation. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.